Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller clock corrupt alarms was confirmed via the submitted log files. At the onset of the submitted controller periodic log files, controller clock corrupt alarms were captured due to the controller clock not being set. Due to the exact onset not being captured, the cause of the alarm is unknown. Approximately 24 hours later, the controller clock was observed to have reset again. The controller clock corrupt alarms were observed for the remainder of the log file. The resolution of the alarm was not captured in the log files. Multiple attempts were made to obtain additional information regarding the cause of the sequence of events; however, no additional information has been provided. A root cause for the reported event was not conclusively determined through this analysis. Incidental findings: driveline disconnect. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve controller clock corrupt, driveline disconnect, and no external power alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that interrogation of the patient's system controller showed multiple pump off, driveline disconnected, low flow, and no external power events from 29oct2025 to 30oct2025. The patient noted they did not see or hear any alarms during these events. Log files were submitted for evaluation. Log file review by tech services appeared to record a sequence of events on 23oct2025 indicating that the external power and driveline were intentionally disconnected which led to the controller shutting down, and that the alarm silence button was pressed during these events. Similar sequences of these events also occurred on 24oct2025 (controller shutdown at 1448, driveline reconnected at 1744), 26oct2025 (controller shutdown at 0926, driveline reconnected 27oct2025 at 1138), and 29oct2025 (controller shutdown at 1504, driveline reconnected at 1749). A no external power event was recorded on 30oct2025 at 0706 with unusual voltages, suggesting an issue with the power module patient cable. A driveline disconnect event was recorded on 30oct2025 at 0708 and reconnected at 0709. It was later reported on (B)(6) 2025 that the patient's backup controller (B)(6) contained controller clock corrupt alarms from (B)(6) 2000. Since the controller clock resets to (B)(6) 2000 when power is lost, the clock corrupt alarm and loss of power occurred approximately 8 months and 7 days ago. The pump stop and driveline disconnect events were due to patient non-compliance. There were no adverse patient impacts from the reported events. None of the patient's devices were exchanged. The patient was admitted into care with volume overload on (B)(6) 2025 due to not taking heart failure medication and was discharged on (B)(6) 2025.